Event description:
It was reported that during service the cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned. The fse reported that helium connector valve snapped within the helium fill manifold when tightened. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.